Manufacturer narrative:
This MDR is being submitted as part of a retrospective review/remediation effort performed at the (B)(4) location, following (B)(4). The heli-fx applier and associated endoanchor cassette utilized in this procedure were returned for analysis. Inspection of the returned heli-fx applier found no endoanchor or portion of the endoanchor remaining within the heli-fx applier tip. No portion of the reported broken endoanchor was returned with the device. The reported fracture of an endoanchor during second stage deployment could not be confirmed based as no portion of the broken endoanchor was returned. However, the heli-fx applier encountered resistance during deployment that strained the motor during rotation. Additionally, the report claimed the endoanchor was being deployed with the intent of attaching two overlapped grafts and that perpendicular orientation to the vessel was lost during deployment. It is likely that the endoanchor encountered resistance as it engaged multiple layers of fabric tangentially. With its deployment impeded, the excess torque was transmitted directly to the endoanchor leading to its fracture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implanting physician was attempting to attach 2 grafts together in a distal/posterior aspect of a migrated medtronic aneurx revision. The image intensifier was positioned in a 45degree lao and the physician was attempting to anchor the posterior graft-to-graft overlap. The endoguide was angled at an angle do greater than 90degrees, but the actual angle is difficult to determine. When the forward button was pressed once, the endoanchors appeared to penetrate the stent wall margin. Upon 2nd stage deployment, the applier appeared to be pushed forward to the point that the perpendicular orientation was lost and the anchor began spinning parallel to the stent rather than perpendicular. The cadence of the applier motor made a "distressed" sound and detached from the anchor. The anchor appeared to be attached with the stent fabric of the first graft layer but not through the 2nd. The anchor also appeared shorter than the other anchors previously deployed. The applier was removed following this event and removed from the patient. The guide was also removed and placed under fluoroscopy to locate any possible broken anchor pieces. None were found. The physician believed he found a possible piece of the anchor on the operating table. No clinical sequelae were reported and the patient is fine.